Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not booting. A review of the system log file confirmed the reported problem. Upon functional testing, the fse found a hard disk problem. To resolve the issue fse replaced the harddisk and loaded software. After the replacement of the hard disk and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was not booting. The system was not in clinical use at the time of event. There was no harm reported. Philips has started an investigation of this complaint.